Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4).the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a tasp instrument and impactor pad were fatigued and broke during impaction of trial procedure.

Manufacturer narrative:
Concomitant medical products- femoral cr impactor pad catalog#: 42509909400 lot#: 62239236. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that the instrument exhibits signs of repeated use (nicked or scratched). Instrument was found to be fractured in two pieces. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00298.